Event description:
It was reported by neurology that a vns patient has high lead impedance. The patient will be referred for full revision. No patient trauma or manipulation reported. X-rays have not been provided for review. The patient's surgeon reviewed their x-rays and it was noted that the lead appears intact though difficult to see where lead crosses clavicle overlying 2nd rib. No acute fractures noted. No surgery date set at this time.

Event description:
The patient's explanted generator was reported to have been discarded in surgery therefore will not be returned for analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
The patient's device was not programmed off but guidance was provided to the site to do this. The patient had surgery (B)(6) 2013. In the o.r. Their lead pin was found to be loose and was reinserted yielding dcdc 2 in multiple positions. Their generator only was replaced. Diagnostics after closure were still with dcdc 2 on system diagnostic testing. Their lead pin not being fully inserted was the cause of their high lead impedance. Their device was left off.